Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction and unexpected shutdown issues were verified, but the settings issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level was "high"; although specific value was not provided. Customer gave a correction bolus via pump to address bg. It was also reported that an ongoing malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. It was further reported that the pump time was incorrect, cause was unknown. The customer corrected the time and resumed insulin therapy. It was then reported that the pump shut off unexpectedly. Reportedly, the customer continued to use the pump for insulin therapy.